Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.12 on a (B)(6) female patient. The patient was presented with generalized weakness. There was no additional patient information available at the time of this report. Time, instrument (sn), ctni results, sample; 12:32, (B)(4), 0.12, a; 12:32, (B)(4), 0.00, a; 12:49, (B)(4), 0.05, a; 13:34, (B)(4), 0.00, a. There were no lab test or second methodology performed. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 08/22/2013. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).